Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced high blood glucose level of 700 mg/dl due to a bent cannula. Therefore, he received high blood glucose alert and tried to treat it with correction injection via multiple dose injection and insulin drip, but subsequently, on the same day, he went to the emergency room due to high blood glucose level. Reportedly, his site was slightly infected at the area where the infusion set was because of the bent needle and the infusion set had been used for one day. Consequently, he was admitted to the hospital, where he received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown), which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, he did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.